Event description:
The complainant reported that during a dental procedure (date of event unk), the locking drill extender fractured (implant site unk). There was no indication from the complainant of any adverse effect to the pt as a result of the reported event.

Manufacturer narrative:
Visual examination of the returned part confirms the drill extender is broken. Visual analysis also revealed corrosion where the break occurred. The most probable cause of the reported issue is corrosion, and normal wear and tear. It was determined that this customer purchased this device on (B)(6) 2009. The actual extent and conditions of drill usage are unk. Keystone dental warrants its drills and torque wrenches to be free from defects in material and workmanship 90 (ninety) days from the date of the original invoice. Keystone dental's surgical manual recommends drills be replaced when worn, corroded, dull or otherwise compromised. Further, drills should be replaced after approx twenty (20) uses depending on bone density. It is left to the physician to track individual device usage. It is concluded that the keystone dental labeling instructions on how the product should be used are adequate and should help the user avoid this type of device failure. Product is supplied by keystone dental as a non sterile device. Attempts were made to obtain add'l info. A f/u medwatch form will be submitted if add'l info is rec'd at a later date. Keystone dental reference: (B)(4).